Event description:
Ventilator stopped cycling while on a pt, the pt was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) inspected the device and replaced the expiratory pressure transducer pcb. The unit passed extended self testing.